Event description:
Reportedly, the trocar's safety shield disengaged from the instrument, fell into the pt cavity, and was retrieved. Procedure: lap incisional hernia. Pt status: no pt injury reported.